Event description:
Treatment of an avm (arteriovenous malformation). Approximately 30 minutes after onyx injection, it was reported that onyx was found leaking out of the marathon catheter. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00296.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the patient. (B)(4).